Event description:
The customer reported that while the unit was in use on a pt they observed that the pins on the pressure connector were pushed in. They attempted to repair the connector themselves and continued therapy. No pt injury was reported.